Manufacturer narrative:
The manufacturer previously reported an allegation of an oxygen input leak on a ventilator. Further information provided states the complaint was against the oxygen connection hose and not against the ventilator.

Event description:
The manufacturer received information alleging a ventilator had an oxygen input leak. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.